Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: letter from (B)(4). As at (B)(6) 2010, patient had slight tenderness over the lateral trochanteric bursa when ultra sound of the hip was negative and cobalt chrome levels measured at 1.6 with chromium of 6.5. On (B)(6) 2007, primary procedure was performed. On (B)(6) 2011, patient had dislocation of the right hip and was admitted to north tees hospital, where revision surgery was performed on (B)(6) 2012. Update received 15 dec 2014 - additional confirmation of formal claim received from kennedys regarding revision on pinnacle mom hip implants. Revision due to pain, discomfort, raised metal ion levels, metallosis and alval, subluxation also mentioned.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.